Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed with the naked eye and a microscope, a damaged patient adaptor was noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. An integrity of seal test was performed with no issues noted. The cause of the damaged patient adaptor could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Initial evaluation verified the damaged patient adapter through a visual inspection (with the naked eye) and microscopic examination. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. Same device as (B)(4).

Event description:
During evaluation of a returned minicap extend life pd transfer set, a damaged patient adapter was identified. The patient adapter had marks on the outside of the luer. There was no patient involvement as this was found during evaluation. No additional information is available.